Event description:
"It was reported by mr (B)(6) from ch villefranche that during the surgery, when the outer blister of the implant was opened by pulling the white tyvek, a piece of the plastic blister broke being pulled apart with the tyvek. It was further reported that the inner packaging had no non conformity and the scorpio femur could be implanted as intended. It was further reported that it was noticed that the outer box was damaged on one side corner."

Manufacturer narrative:
An eval of the device cannot be performed as the device was implanted in the pt and was not returned to the MFR. If device or additional info becomes available, it will be submitted in supplemental report.